Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock due to oversensing. The patient reportedly was sleeping at time of shock and it was noted that the rate was increased from baseline and variable during episode. Almost looked like atrial fibrillation (af) with aberrant conduction as r-r variable. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.